Event description:
It was reported via repair work order that the device was not able to load a cot in powered mode due to a malfunctioning trolley position sensor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.